Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on anterior and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:void on valve texture side assessed as a workmanship.a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.